Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. The service history review was performed. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) seal delamination was noted. The probable cause of the reported problem is unknown. Dso/ upstream occlusion sensor calibration was performed. The device passed all functional tests after the repair.

Event description:
It was found during investigation that the pump confirmed the reported error code. There was no patient involvement, and no patient harm.